Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of jammed and twisted power button was confirmed. In addition, a bad scope socket was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera iii video system center power button is jammed and twisted to the side. In addition, the button will not release. The event occurred during preparation for use. During a standard service inspection of the customer returned device, bad scope socket was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The investigation results confirmed the main switch was an older version. Since the product was manufactured prior to a design change of the power switch, it is presumed that the power switch was damaged due to the durability. There has since been a design change to prevent reoccurrence. The cause of the bad scope socket causing no image is likely due to a faulty receptacle board. Olympus will continue to monitor field performance for this device.